Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient's partner stated that the patient was inserting a new sensor when he noticed that it started bleeding after insertion. The patient removed the sensor and applied pressure to the insertion area to stop the bleeding. The partner said that the patient takes blood thinners (plavix 75 mg once a day) and they thought it might be the reason why the bleeding did not stop right away. No other physical symptoms were documented. The patient went to an emergency room. In the emergency room, the reporter mentioned that the medical personnel cauterized the insertion site to stop the bleeding. The area was kept clean and dry. No other treatment/medication was provided. The patient stayed at the emergency room for about 3 hours and was discharged right after. The patient was feeling fine at the time the report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.